Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with saline mentor breast implants of unknown type and experienced bilateral deflation. The deflation was diagnosed by the healthcare professional by the mammogram. As a result, the patient will undergo removal and replacement with mentor breast implants of unknown type on (B)(6) 2018. This medwatch is for the right breast implant.